Manufacturer narrative:
Citation: liang y, et al. A single-center analysis of outcomes, risk factors, and new valves in asian patients treated with early tr anscatheter aortic valve implantation. Cardiovasc diagn ther. (B)(6) 2021: (4):967-979. Doi: (B)(4). Earliest date of publish used for date of event: august 1, 2021 (month and year valid). Medtronic products referenced: hancock ii (PMA# (B)(4), product code: (B)(4)), mosaic (PMA#(B)(4), product code: (B)(4). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the patient outcomes following transcatheter aortic valve implantation (tavi) compared with those of surgical aortic valve replacement (savr). All data was retrospectively collected from a single center between september 2012 and january 2018. In the savr group (109 patients; predominantly male; mean age (B)(6), an undisclosed number of patients were implanted with a medtronic bioprosthetic (hancock ii and mosaic) or mechanical (open pivot) valve. No unique device identifier numbers were provided. In the savr group, the 1-year and 3-year all-cause mortality included 2 and 4 patients, respectively. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. In the savr group, post-operative adverse events included: stroke, permanent pacemaker implantation, high-grade atrioventricular block, atrial fibrillation, heart failure, unspecified major vascular complication, and hospital readmission. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated information: a4. Mean weight of the savr group provided by the physician/author. B5. Additional information received from the physician/author stated that 40 of the 109 patients in the savr group were implanted with a medtronic valve: hancock ii (n = 25), mosaic (n = 11), and open pivot (n = 4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.